Manufacturer narrative:
(B)(4). Insulin pump received with multiple pump error alarms after monitoring for several minutes, pump error alarm during self test and high sleep current measurement due to internal battery not plugged in properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm and was able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.